Event description:
It was reported that the patient heard an alarming signal from the implantable cardioverter defibrillator (ICD) and went to the hospital. Follow up was conducted on the system. The physician there did not recognize the warning of the ICD, rather noticed the short interval counts (sic) message of the device. The patient was sent home with a doctor letter. The patient went to another hospital because the patient was concerned. The patient received an inappropriate shock related to noise on the right ventricular (rv) lead. There was also high impedance noted. The lead was turned off and a lead replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.

Event description:
The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).